Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the serial cable cord that plugs into the handheld has a loose connection. A replacement was sent to the site. Product analysis is pending on the handheld.